Event description:
Event description boston scientific crm received information that this ventricular lead had intermittent loss of capture. During an invasive procedure, the lead was found dislodged. It was likely the lead dislodged when the patient sat up post-implant.